Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a patient supported on impella cp that was admitted in acute myocardial infarction and cardiogenic shock. The pump was placed and the team was giving the patient cardiopulmonary resuscitation chest compressions and the patient began to bleed. The team treated the bleeding with transfusions. Patient remains on support therefore explant date and patient outcome are unknown.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the given clinical, chest compressions caused a sternum fracture and significant bleeding in the chest cavity, resulting in a right hemothorax. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The relation between chest cavity bleeding and impella was unknown. Corrections to the initial MFR report: g1 MDR reporting contact email.